Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported readings issues with the adc device. The pharmacist reported inaccurate sensor readings, providing comparisons of 59 mg/dl from sensor against 122 mg/dl from capillary and 250 mg/dl from sensor against 134 mg/dl from capillary. There was no report of the customer experiencing an adverse event or requiring third-party intervention due to the reported issues however. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.